Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿error code e116¿ occurred due to faulty graphic board (gpu). The event can be detected/prevented by following the instructions for use which state: ¿1 error codes: error code: e116. Description: ccu failure (image is not properly displayed). Troubleshooting: if cpu fan stops or gpu fan stops, the cause of suspension should be eliminated. If other than above, replace the following parts to identify a part that would not cause an error and replace the part. Dimm/gpu/cpu/mb/ssd/power supply.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed as an e116 error code appears and the device requires a restart. The e116 error is caused by malfunction of the graphic board. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed that the customer visera 4k ultra high-definition camera control unit had an e116 error code during inspection before use, needed to restart. No patient injury or harm was reported to olympus.